Event description:
Customer reported: "patient on multiple sedative drips (morphine, fentanyl, versed). Primary rn noticed that alaris pump channel was reading "infusion complete" and drip was not infusing. There was enough volume programmed into the pump and there was still volume left from the drip. The alaris pump did not alarm." It is unknown which med was infusing on which channel and unknown which channel was reading "infusion complete." Profile critical care. Customer stated that device will not be returned as only an event log review is requested. There was no patient harm and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer's experience of an infusion completing without alarming was confirmed. The pcu event log shows that at 12:00 am, on (B)(6) 2011, the pcu was in use with 4 pump modules and an autoid module. Pump module s/n (B)(4) was infusing midazolam quadruple 200mg/250ml (drugid 365). Pump module s/n (B)(4) was infusing an unidentified medication (100mg/100ml). This medication is believed to be morphine standard 100mg/100ml (drugid 374). Pump module s/n (B)(4) was infusing fentanyl double 2000mcg/100ml (drugid 207). Pump module s/n (B)(4) was infusing an unidentified medication. This pump was also used to program secondary infusions throughout the day. Around 4:24 am, the user programmed the four pump modules for a delay and all four were delayed for 10 minutes. No callback after alert was programmed so the default setting of callback before was activated. After the delay, the user started the infusions on all four modules. At 8:21 am, the primary infusion on pump module sn (B)(4) completed. The display on the module showed infusion complete. This device stayed this way until 2:22 pm when the user changed the vtbi to 30ml and started the infusion. At 1:04 pm, the primary infusion on pump module sn (B)(4) completed. The display on the module showed infusion complete. This device stayed this way until 2:22 pm when the user changed the vtbi to 25ml and started the infusion. The other two pump modules ((B)(4)) did not show infusion complete on the display because the programming was changed on each before the delayed infusion completed. The complaint of an infusion completing without alarming was confirmed on two of the four devices that were in use on (B)(6) 2011. The devices did not alarm because they were programmed with a delay and no callback after. When a delay is programmed, the infusion stops when complete and no kvo is delivered. The root cause of the user's experience of the infusion completing with no alarm was identified as a user issue.